Manufacturer narrative:
The referenced hospital admission for elevated ldh is reported on medwatch MFR report # 2916596-2017-03382. (B)(4). Approximate age of device - 1 year, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh). Cultures were taken to rule out an infectious etiology for the ldh; however, driveline cultures tested positive for enterobacter and (B)(6). The patient¿s white blood cell count was increased at 21.17mcl but this was suggested as potentially being related to steroid administration for a gout attack. The patient was seen by infectious diseases (ID) on (B)(6) 2017 and was started on vancomycin and rocephin. These were discontinued and the patient was started on continuous ancef and ciprofloxacin with a plan to discontinue in 4 weeks and then switch to oral therapy. Ciprofloxacin was given orally and the patient was discharged to home on (B)(6) 2017 with orders to continue ancef and ciprofloxacin. The patient was seen in the clinic on (B)(6) 2017 with ID and had a peripherally inserted central catheter (PICC) line pulled and was switched to cefpodoxime for one month. On (B)(6) 2018, during another follow-up clinic visit, the patient was advised to discontinue the antibiotics as no signs or symptoms of infection were present.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.